Event description:
It was reported that the patient's unit shuts down while they are using it. The patient reports it has been happening on and off for a few years, however they are unable to troubleshoot due to arthritis in their hands. As a result, the patient had low oxygen and had to be hospitalized for an extended period of time recently. Their physician did not discharge them until they got replacement units from another supplier. As such, no replacements were sent to them and no devices were returned for investigation at this time.

Manufacturer narrative:
B3 date of event is estimated. The unit was not returned for evaluation as the patient got replacements from another supplier.